Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. This complaint for a se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2267 alarm that appeared on the home choice (hc) display during fill 1. The home patient (hp) revealed that he had changed out the heater bag to resolve another alarm. The hc then alarmed with se 2267. The technical service representative (tsr) explained the reason of the alarm and that there was a risk of contamination when the bag was disconnected and a new bag was connected. The hp would start over with new supplies. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp's nurse regarding this report, it was revealed that she had just seen the hp and he was doing fine. The nurse stated that the hp just skipped therapy that night and performed therapy the next day. The hp is fine and is continuing therapy.